Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1125010 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1125010 met the qc criteria. The complaint issue was not with the retained cassettes. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Result did not appear on test cassette. User stated that they received a vertical grey streak with no horizontal bands. User appeared to perfom the test procedure correctly.